Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the cause of the side rail not latching was a bent slide bracket. The bracket was replaced and the bed functioned as expected. The most probable cause for the bent slide bracket is mechanical damage. No further action required. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records shows that the last preventive maintenance was (B)(4) 2013.

Event description:
Hill-rom received a report from a hill-rom technician stating unable to raise side rail. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).